Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms one of the screws is missing from the device causing the stated failure. The missing screw was not returned with the device this device shows significant signs of wear/usage. This device was manufactured in 2014. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that. During inspection failure, screw of a universal pin driver came off, no longer latches. No case reported; therefore, there was no patient involvement.